Event description:
The clinician reports the implant was inserted (B)(6) 2017 in the patient's mouth. On (B)(6) 2020 loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and bleeding. No further patient complications were reported.